Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation, however, during procedure the balloon ruptured. The procedure was completed with another of the same device. There were no patient injuries reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). D4. Lot number: corrected from 0028591636 to 0028369269 d4. Expiration date: correction from 12/21/2023 to 11/11/2023 d4. Unique identifier (UDI) #: corrected from (B)(4) to (B)(4). H4: device manufacture date corrected from 12/21/2021 to 11/11/2021.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation, however, during procedure the balloon ruptured. The procedure was completed with another of the same device. There were no patient injuries reported. It was further reported that it was a 2.50mm x 12mm nc emerge balloon catheter and not 2.50mm x 15mm nc emerge balloon catheter.

Manufacturer narrative:
E1: initial reporter city: (B)(6). D4. Lot number: corrected from 0028591636 to 0028369269 d4. Expiration date: correction from 12/21/2023 to 11/11/2023 d4. Unique identifier (UDI) #: corrected from b)(4). H4: device manufacture date corrected from 12/21/2021 to 11/11/2021. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. At 9mm from the tip moving proximally for a length of 10mm, the balloon has a longitudinal tear. Product analysis confirmed the reported burst, as there was a longitudinal tear in the balloon.

Event description:
T was reported that balloon rupture occurred. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation, however, during procedure the balloon ruptured. The procedure was completed with another of the same device. There were no patient injuries reported. It was further reported that it was a 2.50mm x 12mm nc emerge balloon catheter and not 2.50mm x 15mm nc emerge balloon catheter.